Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had pump error alarm. Customer was not able to clear an alarm and time clock was visible on screen. Customer had issue with error was looping and there keys of insulin pump did not allowed to click okay to clear an alarm but there were no stuck button alarm. The customer was assisted with troubleshooting. The device will be returned for analysis.